Manufacturer narrative:
(B)(4). Review of operative notes confirms that the patient underwent a right hip arthroscopy with release of the iliopsoas tendon due to chronic right iliopsoas tendinopathy. Patient is approximately 4 years post right tha and received injection prior and pain resolved. Surgeon documents the tendon was found very tight, which was consistent with the patient¿s symptoms. Tendon was released off lesser trochanter and surgeon notes after release, significant retraction of the tendon. Incisional portal entrances closed with sutures. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk.

Event description:
It was reported that approximately 4 years post implantation, patent had presented with groin pain, particularly with hip flexion, and received an injection into the iliopsoas region, which relieved symptoms. Patient subsequently underwent a release of the iliopsoas tendon due to iliopsoas tendinopathy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.